Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged one day post implant and the lead was repositioned on (B)(6) 2010. The lead was found dislodged again on (B)(6) 2014 and was explanted and replaced on (B)(6) 2014.